Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation an exterior visual inspection of the returned cycler showed no sign of physical damage.the patient sensor check passed. The valve actuation test passed. The system air leak test passed. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. During internal inspection found hp2 filter tubing clogged with fluid. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by the patient¿s contact that this patient on peritoneal dialysis (pd) was found expired while connected to the fresenius cycler when the patient¿s son went to the patient¿s home. There were no reported allegations that a malfunction or product deficiency was associated with the event. It was reported the cycler completed but no other information was known. Several follow-up calls were made, and additional information was provided by 2 pd nurses and the pd manager in the patient¿s associated clinic. It was reported the patient had a past medical history significant for end stage renal disease (esrd), diabetes mellitus and hypertension. The patient also reportedly had been recently hospitalized (date unknown) for toxicity from anti-viral medication for an outbreak of shingles; unrelated to dialysis. Per the clinicians, the patient expired on (B)(6) 2022. It was stated the patient¿s family performs the pd treatment for the patient. According to the pd manager the patient completed the pd treatment with the fresenius cycler at approximately 2:30 am as expected without any reported issues. Subsequently, the family member found the patient unresponsive at approximately 7:30 am when attempting to disconnect the patient from the cycler. The pd manager stated the family member suspected the patient was unresponsive for a short period of time (undetermined) when discovered approximately 5 hours after the treatment ended. Emergency medical services (ems) was to the patient¿s home but reportedly no resuscitation efforts were performed. The patient was pronounced deceased and was not taken to the hospital. Per the pd manager no autopsy was performed. The pd manager stated the patient¿s cause of death was reported as caused by end stage arteriosclerotic heart disease. Esrd death form and pd treatment data were not available. All clinicians reported the pd treatment, the fresenius cycler and fresenius products were not suspected to have caused the patient¿s death. There were no reported product issues with the fresenius cycler and the patient was reportedly completing pd treatments without any adverse effects prior to death. Per the pd manager the cycler has been picked up from the clinic for return to the manufacturer.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s death. Due to the temporal nature of the event, the fresenius cycler cannot be excluded as manufacturer product analysis of the cycler is pending at the time this clinical investigation was completed. However, there have been no reported allegations nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the patient¿s death. The patient¿s cause of death was reported to be caused by end stage arteriosclerotic heart disease which is not likely to be associated with use of the fresenius cycler. The patient had a medical history of esrd, diabetes mellitus and hypertension which are all significant risk factors for heart disease and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the patient¿s contact that this patient on peritoneal dialysis (pd) was found expired while connected to the fresenius cycler when the patient¿s son went to the patient¿s home. There were no reported allegations that a malfunction or product deficiency was associated with the event. It was reported the cycler completed but no other information was known. Several follow-up calls were made, and additional information was provided by 2 pd nurses and the pd manager in the patient¿s associated clinic. It was reported the patient had a past medical history significant for end stage renal disease (esrd), diabetes mellitus and hypertension. The patient also reportedly had been recently hospitalized (date unknown) for toxicity from anti-viral medication for an outbreak of shingles; unrelated to dialysis. Per the clinicians, the patient expired on (B)(6) 2022. It was stated the patient¿s family performs the pd treatment for the patient. According to the pd manager the patient completed the pd treatment with the fresenius cycler at approximately 2:30 am as expected without any reported issues. Subsequently, the family member found the patient unresponsive at approximately 7:30 am when attempting to disconnect the patient from the cycler. The pd manager stated the family member suspected the patient was unresponsive for a short period of time (undetermined) when discovered approximately 5 hours after the treatment ended. Emergency medical services (ems) was to the patient¿s home but reportedly no resuscitation efforts were performed. The patient was pronounced deceased and was not taken to the hospital. Per the pd manager no autopsy was performed. The pd manager stated the patient¿s cause of death was reported as caused by end stage arteriosclerotic heart disease. Esrd death form and pd treatment data were not available. All clinicians reported the pd treatment, the fresenius cycler and fresenius products were not suspected to have caused the patient¿s death. There were no reported product issues with the fresenius cycler and the patient was reportedly completing pd treatments without any adverse effects prior to death. Per the pd manager the cycler has been picked up from the clinic for return to the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by the patient¿s contact that this patient on peritoneal dialysis (pd) was found expired while connected to the fresenius cycler when the patient¿s son went to the patient¿s home. There were no reported allegations that a malfunction or product deficiency was associated with the event. It was reported the cycler completed but no other information was known. Eseveral follow-up calls were made, and additional information was provided by 2 pd nurses and the pd manager in the patient¿s associated clinic. It was reported the patient had a past medical history significant for end stage renal disease (esrd), diabetes mellitus and hypertension. The patient also reportedly had been recently hospitalized (date unknown) for toxicity from anti-viral medication for an outbreak of shingles; unrelated to dialysis. Per the clinicians, the patient expired on (B)(6) 2022. It was stated the patient¿s family performs the pd treatment for the patient. According to the pd manager the patient completed the pd treatment with the fresenius cycler at approximately 2:30 am as expected without any reported issues. Subsequently, the family member found the patient unresponsive at approximately 7:30 am when attempting to disconnect the patient from the cycler. The pd manager stated the family member suspected the patient was unresponsive for a short period of time (undetermined) when discovered approximately 5 hours after the treatment ended. Emergency medical services (ems) was to the patient¿s home but reportedly no resuscitation efforts were performed. The patient was pronounced deceased and was not taken to the hospital. Per the pd manager no autopsy was performed. The pd manager stated the patient¿s cause of death was reported as caused by end stage arteriosclerotic heart disease. Esrd death form and pd treatment data were not available. All clinicians reported the pd treatment, the fresenius cycler and fresenius products were not suspected to have caused the patient¿s death. There were no reported product issues with the fresenius cycler and the patient was reportedly completing pd treatments without any adverse effects prior to death. Per the pd manager the cycler has been picked up from the clinic for return to the manufacturer.